Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported event was confirmed but not replicated. The unit was tested on an in-housing system and it triggered no errors. There was no fluid intrusion or physical damage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. System tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted paraoesophageal-hiatal hernia surgical procedure, the customer reported that arm 4 was not recognizing the drape installed on the patient side cart (psc). The customer power cycled the system before calling. The technical support engineer (tse) viewed the logs and found error 31010 on arm 4. The patient is in the room and under anesthesia and ports are being placed. The tse asked the customer to power cycle the system again, use the emergency power off (epo) and flip down the circuit breaker on the psc. The tse asked the customer to undrape arm 4 and look for an old drape. The tse requested that the customer exercise the sterile adapter and instrument presence pins. The customer re-draped arm 4 with three different drapes but it still does not recognize the drape. There was an "arm not ready" message. The surgeon is attempting to continue with three arms. The procedure was completed as planned with no reported injury.